Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, failure to sensing was observed on the atrial lead. High capture threshold was also noted. Upon review, it was determined that the lead was dislodged. Patient was asymptomatic. The physician attempted to reposition the lead, but was unable to retract the helix. The lead was explanted and replaced. Patient is doing well and will be monitored with routine follow up.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.